Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic coil was stuck inside the microcatheter during delivery. As they pulled the pushwire to remove the coil, it detached inside the microcatheter. The coil was retrieved inside the microcatheter. The coil was replaced with another medtronic device to complete the procedure. No patient injury was reported as a result of the event. It was reported the pushwire was not bent or broken. There was no detachment attempt and the delivery pusher was not rotated inside the patient¿s body. During the procedure, there was flush without interruption. The detached coil was removed outside the patient body but the coil and pushwire will not be returned as they were discarded. The patient was undergoing embolization treatment of a carotid-cavernous fistula (ccf) in unknown location. The blood flow was normal. The vasculature was normal in tortuosity.